Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, but was unable to determine the cause. Evaluation of known contributors to system error 322 alarms let to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device alarmed system error 322. There was no pt involvement.